Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The following fields have been populated: d8, h4. Correction to g3 of the initial medwatch. The aware date should be 14-apr-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was evaluated by a field service engineer (fse) and the reported problem was confirmed. The fse replaced the lid to resolve the reported problem. A definitive root cause could not be determined.

Event description:
A user facility reported to olympus that the lid of their oer-pro endoscope reprocessor developed a crack over time and eventually developed a leak. The user facility continued to use the device with the cracked lid until the leak developed. There was reportedly no patient injury or harm and no patient involvement associated with the reported problem. There was no user harm reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record review (DHR). The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The root cause could not be conclusively determined, however, the legal manufacturer attributes the likely cause to user handling.